Event description:
It was reported that the customer experienced a high blood glucose (bg) level was "high¿; although specific value was not provided. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. A manual insulin injection was administered to address bg level. Customer performed a supply change to resolve the issue and resumed insulin delivery. Customer¿s bg had decreased to 427 mg/dl at time of report.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.